Event description:
The patient had their generator replaced and it has been returned. Analysis is pending completion.

Event description:
It was reported by a surgeons office that there was a vns patient with an infection. The patient was implanted in (B)(6) 2011 and then no-showed her post op appointment in (B)(6) 2011. She then called to schedule a appointment to see her surgeon reporting that her wound had been oozing for a year. It is unknown if she sought care from her pcp or other. The plan was to open up their generator pocket, take out old device, make new pocket w/new vns battery and plug into old lead. The patient had surgery on (B)(6) 2012 and thus far no further information has been attained about the reported event.

Event description:
The device was returned due no malfunction suspected/identified and infection. Results of diagnostic testing indicated the device was operating properly and communicated properly. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator.

Manufacturer narrative:
Device manufacturing records were reviewed.review of manufacturing records confirmed sterilization for both the lead and generator prior to distribution.